Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment and no further information is expected. The file is closed. The investigation will be reopened should additional data become available.

Event description:
Ous MDR - after an estimated implantation period of 108 months, oversensing with inappropriate shocks was reported. Furthermore the patient lost consciousness. At the moment, biotronik has no further information with regard to a revision procedure of the lead. The implant date was not provided.